Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of inflammatory nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected in the lips with 0.55cc of juvéderm volbella® xc three months ago and patient received touch up over a month ago. Six weeks post-injection, patient developed inflammatory nodules on both lips. Seventeen days later, patient was treated with hylenex®. One week later, patient treated with 5fu (intra nodular). One day later, patient was prescribed clarithromycin po. Eight days later, patient was treated with 5fu/kenalog (intra nodular). Symptoms ongoing.